Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
The sensor was unable to be removed during first attempt because it was difficult to locate. The sensor was successfully removed during another removal attempt with the help of an ultrasound. User was also inserted with a new sensor. No further resolution was found necessary for this complaint. D6b: explanted date updated to on (B)(6) 2022.